Event description:
It was reported that the right ventricular (rv) lead fractured and delivered inappropriate shocks. The lead triggered a lead noise warning and a lead integrity alert for high impedance and oversensing. It was further reported that the device did not appropriately detect the lead noise and withhold the shocks. The device and lead were explanted and were not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Lead noise discrimination withheld detection; lead noise timeout of 45 seconds timed-out and allowed detection to occur.